Manufacturer narrative:
Initial assessment of reported event did not determine event MDR reportable. Upon receipt of the device, dimensional evaluation performed on january 15, 2009, determined device to be out of design specification, therefore event was reassessed and found to be reportable.

Event description:
It was reported that patient underwent procedure utilizing allthread peek anchor in late 2008. During procedure, the anchor would not release from the inserter shaft after implantation. The anchor was removed and replaced.